Manufacturer narrative:
A root cause for the issue could not be determined. Based on the information received, the issue was most probably a mis-sampling of patient samples, which may be due to pre-analytical conditions. Additional information was not provided for further investigation. The system is working to specification and the cutomer has had no additional occurrences of the issue.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for 23 patient samples and repeated the samples on cobas c501 serial number (B)(4). Data was only provided for three patient samples. Patient sample 1 initial result was 129 mmol/l and the repeat result was 138 mmol/l. Patient sample 2 initial result was 120 mmol/l and the repeat result was 129 mmol/l. Patient sample 3 initial result was 131 mmol/l and the repeat result was 140 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was t88 with an expiration date of 12/31/2013. The field service representative was unable to determine a cause. He decontaminated the ise circuit, replaced the ise electrodes, and ran a cleaning procedure. To verify the analyzer operation, he ran ise checks with results within specification and ran a sample precision. The customer performed calibrations and quality control with results within specification. The field service representative determined the analyzer was operating without issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.